Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device keeps erroring out after passing all tests. There was no patient involvement.